Event description:
It was reported that a cartridge alarm occurred. Reportedly, a cartridge change was performed resolving the issue. There was no adverse impact to the customer¿s blood glucose value.